Event description:
While attempting to defibrillate a patient (age & gender unknown) the device failed to discharge with electrodes attached. Complainant did not indicate that there was any adverse effect to the patient due to the reported malfunction. The facility's biomed department was unable to duplicate the reported malfunction.